Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. This product is registered as a combination product.

Event description:
It was reported that the patient presented to the emergency room with a complaint of intermittent pulsing and pain down the left side. A chest x-ray revealed that the right atrial lead had become dislodged due to twiddler's syndrome. The lead was explanted and replaced. The patient was in stable condition.

Event description:
Related manufacturer reference number: 2017865-2020-08336. It was reported that the patient presented to the emergency room with a complaint of intermittent pulsing and pain down the left side. A chest x-ray revealed that the right atrial lead had become dislodged due to twiddler's syndrome. The lead was explanted and replaced. The patient was in stable condition.